Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room with a bradycardic heart rate. Upon interrogation, it was noted that the patient's right ventricular lead exhibited complete loss of capture, high out-of-range pacing impedance values, and loss of sensing. An x-ray was performed and lead fracture with separation was observed. It was noted that the patient reported no symptoms to the event. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable before, during, and after the event.